Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name: (B)(6). The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The error history log was reviewed, and it verified the customer's reported problem. Power testing was performed and couldn't duplicate the error. The speaker was tested, and the alarm loudness was at level 1 and the incoming software was1.6.1. The cause of the reported error was not determined. As preventative maintenance, the speaker was replaced, and the software was updated to 1.6.5 as well as the alarm loudness being set to level 2. The device has since passed all tests.

Event description:
It was reported that the device had an acu watchdog failure. There was unknown patient involvement and unknown harm/adverse event reported.